Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the core power tray per procedure to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The power tray assembly instrument was analyzed. The reported error 86 was replicated and confirmed. This core power tray assembly was tested on the final test is4000 system 1, programmed, and the system started at normal mode with no error triggered at start up. Fa ran 10x power cycles and it passed. However, during the 1-hour idle test it triggered error 86 pointing to ipd (intuitive surgical core power distribution). The complaint was confirmed by the field evaluation and failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure, the site had an error 86 non-recoverable fault. Customer called in during case start, after port placement, to report an error 86. Customer stated the error occurred when he first started the system and once they power cycled, the system was good until it returned. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs and confirmed the 86 error. The tse explained that even though the system running with no errors, there was a possibility that the error could return. The tse also confirmed the vision side cart (vsc) was plugged into a good outlet. The customer stated that he will have to discuss this with the surgeon to see how they would like to proceed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic error did cause the case to be aborted. The case was not able to be completed robotically.